Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to initiate therapy and arctic sun device was giving low flow and air leak. Verified 4 pads connected size large. Walked through stop therapy and disconnect. Reconnected and nurse noted one of the connectors on a leg pad was broken and missing part of the clamp. Advised that was likely causing the flow issues and air leak. Nurse confirmed this was their second device trying and received same alerts with both. Restarted therapy and water flow rate (wfr) was went from 0.2 to 0l/m with air leak and low flow alert. Advised to swap out pads and call back if additional assistance needed. They were contacting another department for a new set of size large pads.

Event description:
It was reported that they were trying to initiate therapy and arctic sun device was giving low flow and air leak. Verified 4 pads connected size large. Walked through stop therapy and disconnect. Reconnected and nurse noted one of the connectors on a leg pad was broken and missing part of the clamp. Advised that was likely causing the flow issues and air leak. Nurse confirmed this was their second device trying and received same alerts with both. Restarted therapy and water flow rate (wfr) was went from 0.2 to 0l/m with air leak and low flow alert. Advised to swap out pads and call back if additional assistance needed. They were contacting another department for a new set of size large pads.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. A root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿received connectors damaged by supplier". However, there was insufficient information to confirm this potential root cause. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The device history record review could not be performed without a lot number. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.